Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1: inratio: 5.0, lab: 3.8. Pt 2: inratio: 2.9, lab: 2.4. Pt 3: inratio: 3.2, lab: 2.2.